Event description:
The customer reported high bgs. It was reported that the alarm history revealed an alarm. The customer would change the infusion set and call the help line if further assistance is required. Later, the customer called back and reported that they were hospitalized for high bgs and dka. Troubleshooting was performed. The customer stated that they took out the batteries two days ago. The settings were cleared. Then the customer placed a new infusion set and noticed that the reservoir started date was incorrect in the status screen. The customer mentioned that they did rewind the pump before inserting the new reservoir. The prime history did not reveal the manual prime performed the day of the admission. Rewound pump and reprime the infusion set and the screen shows the correct date. Advised the customer to revert to back up plan of manual injections.